Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported that upon removing the adc freestyle libre 2 sensor, he experienced pain and bleeding at the sensor site, and subsequently seizure. The customer was taken to the emergency room and was provided with unspecified medication. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon removing the adc freestyle libre 2 sensor, he experienced pain and bleeding at the sensor site, and subsequently seizure. The customer was taken to the emergency room and was provided with unspecified medication. No further information was provided. There was no report of death or permanent injury associated with this event.